Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and self-test. Unit was monitored and functioning properly. Hardware low level alarm confirmed in the pump history due to broken trace.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failures. The customer¿s blood glucose level was 247 mg/dl. The customer states they were able to rewind the insulin pump. The customer stated that self test pass. Troubleshooting was performed. The product will be returned for analysis.